Event description:
It was reported that a malfunction occurred on the pump after it got wet. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and after successful resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurs.